Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer attempted to performed the fill tubing step and resumed insulin delivery to deliver a correction bolus via pump. Ultimately, the customer changed pump supplies to address the issue.